Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) pt registry. A pt with a 3 cm long barrett's esophagus containing low-grade dysplasia was treated with circumferential ablation. The pt reported nausea and vomiting after the procedure, reason unclear. Pt was admitted six days later for fluid replacement and electrolyte management due to vomiting. The pt was treated with proton pump inhibitor medication, advanced to a soft diet, and discharged on day 2. Subsequently, the pt has undergone repeat endoscopy and ablation w/o adverse event. Per the physician and case report form, the event was considered serious in severity due to need for admission and fluid management, relationship of event to procedure was definite, and there was no device malfunction.